Event description:
It was reported that the patient experienced having to frequently charge the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was recovering as expected. The explanted ipg will not be returned as it was disposed by the medical facility.